Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer got hospitalized due to high blood glucose with blood glucose of over 400 mg/dl at the time of the incident. The caller stated their health care professional was trying to make changes to the pump settings. The customer was at 40 mg/dl at the time of admission. The caller stated the customer was low but had high ketones. The customer used the pump to treat and was given intravenous insulin. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed but the pump passed a displacement test. The caller reported sensor calibration errors, transmitter connection issues, sensor glucose versus blood glucose differences, and change sensor alarms. The insulin pump will not be returned for analysis.